Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. On (B)(6) 2025, it was reported by the parent that the patient got a egv of 45 mgdl on his app and omnipod 5, while the fingerstick (bg fs) showed 500 mg/dl. The patient was already throwing up. The parent has a test for ketones and she tested that the patient was going into dka. No treatment/medication was given and she then called the paramedics who brought the patient to the hospital. At the hospital, they did a blood test and confirmed that the patient is going into dka. They gave him an insulin drip. The patient was discharged the same day. At the time of the call, the parent said the patient is feeling better and recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.